Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient died due to cerebral hemorrhage during a solitaire procedure. The patient was undergoing treatment for ischemic cerebral infarction in the internal carotid artery. Two passes had been made with the solitaire device. The patient's vessel tortuosity was strong. It was reported that patient developed cerebral infarction associated with occlusion from the internal carotid artery to the middle cerebral artery (m1, m2) and was transported to the hospital. A solitaire revascularization device was deployed twice in the c2 occ lusion site of the internal carotid artery. Subsequently, an embotrap revascularization device was deployed twice in the internal carotid artery terminal occlusion site, and was deployed twice in the middle cerebral artery branch occlusion site. It was stuck on the distal side when the last thrombus was collected. When the catheter was withdrawn as is, straightening of the blood vessel was observed from the middle cerebral artery m1 to the m2 region, and when the catheter was withdrawn continuously, the stuck was come off. Subsequently, hemorrhaging occurred. Treatment for hemorrhaging is unknown. The final revascularization rate was tici:2b, but the patient developed severe cerebral hemorrhage which caused their death. The physician noted that the patient was old, so the risk of hemorrhaging was high. Furthermore, the patient already had an extensive infarction when the procedure was initiated; it was difficult to perform revascularization if it was not deployed several times using solitaire or embotrap. There was a passive blood vessel (straightening) at the time of final revascularization, which might have triggered cerebral hemorrhage. It was collected quite slowly, but it was trapped on the distal side; when it was pulled, the blood vessel became straightened; that trap came off at some point. It was noted that the usage site of the solitaire was different than where the hemorrhage occurred.